Event description:
It was reported that during a lap appendectomy procedure, device locked out and the surgeon reversed used new device and reload. No device will be returning due to patient with (B)(6).

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. Please clarify, if the device locked out (was unable to be fired) why was the reversed used? Device lock out, sled driver showed not in proper position. Did the device begin to staple and cut then stop? Yes. Where any staples deployed? No. If staples were deployed, were they formed? N/a. Was the instrument fired across or near an existing staple line or clip? No. Where there any patient consequences? No. What is the current status of the patient? Recovered. Is there any other additional information you would like to share about this device or procedure? No. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.